Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with 23mm valve of a different model. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that immediately following the implant of this 23mm aortic bioprosthetic valve, transthoracic echocardiogram (tte) showed paravalvular leak (pvl). The patient was placed back on bypass, and the valve was explanted and successfully replaced with a 23mm valve of a different model. Patient weight added in section. Device code updated in section. If information is provided in the future, a supplemental report will be issued.